Manufacturer narrative:
The device was discarded and unable to be returned for evaluation. No pictures of the device were provided, the lot code was not provided, and we were unable to get answers about the duty cycle used. True root cause is unable to be determined at this time due to the limited information provided. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
We are attempting to get the device sent back for evaluation, and to gather additional information. The investigation is ongoing.

Event description:
Complainant alleges "aa03 cautery caught fire and caused a small burn for the patient."